Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that an angio-seal was deployed in the right femoral artery (rfa). A pre-insertion angiogram showed the puncture to be in the common femoral artery with no noticeable disease or side branches. The artery measured greater than 6mm. The angio-seal was deployed per the IFU (instructions for use) and hemostasis was achieved. Twenty four hours later, the patient complained of leg pain. The patient was placed on a heparin drip (dose unknown) and an ultrasound was performed. Three days later, the patient was taken back to the cath lab for an angiogram which revealed 95% blockage at the rfa where the angio-seal was deployed. The patient was sent to vascular surgery for angio-seal removal and repair of the artery. Two days later, the patient was discharged. The patient's condition was reported as good.